Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The 2.5 x 15 mm xience v is being reported under a separate medwatch report number.

Event description:
It was reported that approximately 5 months post implantation of two xience v stents in the proximal 1st obtuse marginal artery, the patient was found to have 90% in-stent restenosis. On (B)(6) 2009, a xience v stent was implanted as treatment. There was no adverse patient sequela and on (B)(6) 2011, the patient was discharged. Although requested, there was no additional information provided.